Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2026, the patient¿s cgm displayed a glucose reading of 180 mg/dl. The patient went for a walk and began experiencing symptoms of hypoglycemia during the activity. He drank cola in response but fainted. After the patient lost consciousness, his wife called an ambulance. Paramedics treated the patient with IV glucose. While in the ambulance, the patient regained consciousness and was transported to the emergency department. He was evaluated and discharged after approximately one hour. At the time of the report, the patient stated he was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.